Manufacturer narrative:
No data analysis was performed since the lab test was performed 24 hrs after the inratio test. Since time between tests exceeded three hrs, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hrs is considered a reasonable length of time between two readings in order for a comparison to be valid. No product is expected to be returned. Further investigation could not be performed since no strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(4) 2011; inratio: 1.4; lab: ng. Date: (B)(4) 2011; inratio: ng; lab: 3.1.